Event description:
It was reported that the lead exhibited less than 200 ohms impedance in both configurations. At the previous follow- up in september 2007, lead impedance was 596 ohms in bi-polar. Intermittent atrial undersensing was noted on interrogation. Noise was observed on the egm's. The patient was not pacemaker dependent. It was noted that the lead would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.